Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-30700. It was reported that during a revision for lead migration, physician was unable to place the new leads due to excess scar tissue. In turn, one of the leads was explanted and one lead remains implanted. As it is unknown which lead was explanted, both leads are being reported as explanted.